Manufacturer narrative:
Evaluation summary: during implantation of end cap into a tibial nail the surgeon broke the driving end of the screwdriver off into the head of the end cap. On a lateral view it showed that the end cap was not fully engaged into the cannulation of the proximal end of the nail. As the surgeon continued to turn the screwdriver the screwdriver broke. Rep confirmed that all of the broken pieces were retrieved from the patient. ¿surgeon pulled the end cap out and took the screwdriver out. Nail was fine without an end cap, per surgeon. Surgeon felt that he did not need another one.¿ evaluation revealed the (broken) screwdriver to be the primary product. The end cap reported was considered an associated product. The devices reported were not returned to stryker kiel. Thus, a physical examination was not possible. A review of the device history records was not possible as the lot codes of the reported devices are unknown. The investigation report is based on available information, only. Based on the limited information given and in absence of the subject products (and the lot codes) the root cause of the reported event could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was not returned to manufacturer.

Event description:
During implantation of end cap into a tibial nail the surgeon broke the driving end of the screwdriver off into the head of the end cap. On a lateral view it showed that the end cap was not fully engaged into the cannulation of the proximal end of the nail. As the surgeon continued to turn the screwdriver the screwdriver broke. Rep confirmed that all of the broken pieces were retrieved from the patient. "Surgeon pulled the end cap out and took the screwdriver out. Nail was fine without an end cap, per surgeon. Surgeon felt that he did not need another one."

Event description:
During implantation of end cap into a tibial nail the surgeon broke the driving end of the screwdriver off into the head of the end cap. On a lateral view it showed that the end cap was not fully engaged into the cannulation of the proximal end of the nail. As the surgeon continued to turn the screwdriver the screwdriver broke.

Manufacturer narrative:
Investigation results will be provided in a supplemental report.